Event description:
It was reported that during the initial implant procedure, the helix was noted to be extended on the right ventricle (rv) lead. The physician suspected the helix was already extended prior to entering the body. The clinician did not confirm complete helix retraction and did not test helix rotation prior to introduction into the body of the patient. The helix was retracted to resolve the event and the rv lead was implanted. The patient was in stable condition.